Event description:
A home pt's spouse contacted baxter's technical service center regarding a "check pt line" message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt had received a "check pt line alarm" during fill 1 of their therapy, in response to this, the home pt pulled on the lines of the homechoice set, when this didn't correct the issue the home pt cycled the homechoice machine off/on and started therapy over while staying connected to the homechoice set with their transfer set open during the prime cycle. The technician assisted the home pt in ending therapy early, and instructed the home pt to complete therapy by setting up with new supplies. No pt injury or medical intervention was associated with this incident, per the home pt's spouse.